Event description:
The physician was performing a therapeutic procedure on a patient (age and gender unknown). During this procedure the doctor was trawling the patient's common bile duct with the lithotripter searching for stones. Upon crushing a stone with the device, there was an audible click and then the device's release key fell to the floor, and the basket controls fell out of the device. The device failed to fully crush the stone. The device was then successfully removed from the patient. There was no indication from complainant of any adverse affect on the patient as a result of the reported malfunction. Please reference previously submitted initial medwatch report numbers 6000048-2005-00028, which reports another event that occurred in this same facility and that has the same event description. In addition, please reference attached supplemental medwatch report number 6000048-2005-00028, which reports the evaluation results of that device. Also, please reference attached medwatch number 600048-2005-00052, which documents a third event that occurred at this same facility and that has the same event description.